Manufacturer narrative:
Additional information: device evaluation: lens was returned in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found that a haptic was torn and residue on the lens surface. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was bent. Please disregard previous device evaluation statement. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -9.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. The lens was removed on the same day during initial surgery due to excessive vault. A replacement lens of shorter length was implanted on the same day and the problem resolved.